Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced positioning issues and the pump had to be repositioned with echo guidance. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The root cause of the positioning issue was determined to be use issue. It was confirmed using echo that impella turned toward mitral and impella was repositioned with echo guidance. Pump now midventricular at 4.7cm and systemic heparin was discontinued. There was no additional clinical details provided and neither data logs nor the product were returned.